Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 64mm saccular, zone 2 thoracic aortic aneurysm. Aneurysm and vessel morphology at the time of implant was reported as the diameter caudal to left carotid artery was 37mm; the diameter caudal to left subclavian artery was 40mm and the proximal neck diameter of sg seal zone was 37mm. The distal diameter of the proximal neck was 40mm and the proximal diameter of distal neck was 33mm. The distal neck diameter of sg seal zone was 32mm. The diameter proximal to the celiac artery was 28mm. The proximal neck length by centerline was 24mm and the aneurysm length was146mm. It was reported that during the index procedure a final angiogram revealed a possible type ia or type IV endoleak. The physician decided to monitor the patient. A day after the index procedure it was reported that the patient suffered from cerebral infraction and the physician determined to follow up with an MRI to confirm condition and treatment. No clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak, stroke). (Lack of information, unknown cause). Evaluation conclusion: inherent risk of a procedure (endoleak, stroke). (Lack of information, unknown cause).